Event description:
It was reported that a flo-gard infusion pump presented an air in line alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review did not show any alarms related to the reported problem. A service history review revealed no previously reported problems that were same as or similar to the event reported. There were n parts replaced or events performed during service that could have contributed to the reported problem. Visual inspection found the device in good physical condition. Power on self test was performed successfully. An air sensor test was performed and results were within specification. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.